Event description:
A 500ml cold ns bolus hung with pump set at 999ml/hr. At 30 mins pump alarmed infusion complete. When rn assessed bag, no fluid had gone from bag but pump said 500mls given. Line was assessed and more volume was put in for pt to get bolus. Pump "running" and adding more volume but no drops coming out of chamber. Key to open pumped noted to be partially still clamped, but pump not alarming. Rn unclamped key and drips started flowing from bag. Charge nurse and house supervisor informed. Second pump used to give the 500ml cold ns bolus to pt. Rate set at 999ml/hr. Pump alarmed infusion complete, but only 300ml had been given. Pump had to be set again for full bolus to be given. After 500ml given to pt, pump said 700ml had been given.